Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot: h316 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot: h316 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. A photograph was provided by the customer for evaluation. The photograph shows a pool of blood on the instrument pump deck and blood splatter around the return pump head. The source of the blood leak could not be identified from the provided photograph. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. No manufacturing related defects were identified through this investigation. A root cause for the tubing leak could not be determined based on the available information. No further action is required at this time. Investigation complete. Mc: (B)(4); s.d.a. : (B)(6) 2019.

Event description:
The customer contacted mallinckrodt to report that they experienced a blood leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. Blood was reported to have been observed in the pump tubing organizer (pto) near the return pump head. Approximately 1500 ml of whole blood had been processed at the time the leak was observed. The treatment was aborted and residual blood within the kit was not returned to the patient. The patient was reported to be in stable condition. The customer provided a photograph for investigation.